Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced a defective needle. The following information was provided by the initial reporter: we inform you that we have received a new customer complaint for a needle ("the patient reports that the smaller needle did not fit into the syringe and had to cut the side with a knife"). Lot supplier: 180319, ref: 304000). The sample of the claim is not available.

Manufacturer narrative:
Investigation: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provided, neither which syringe was used and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 30ga 1/2in experienced a defective needle. The following information was provided by the initial reporter: we inform you that we have received a new customer complaint for a needle ("the patient reports that the smaller needle did not fit into the syringe and had to cut the side with a knife"). Lot supplier: 180319, ref: (B)(4). The sample of the claim is not available.